Event description:
A surgeon reported, that he used permacol in a paediatric pt who had an exomphalos. The pt suffered an infection (streptococcus) and the surgeon described the wound as moderately infected. The pt later re-herniated and upon exploration, the permacol was found to have resorbed.

Manufacturer narrative:
To date, there has been no lot number info provided by the surgeon, however, tsl can confirm that the product is manufactured using a controlled and validated mfg process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies in accordance with iso11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. In this case, the pt has suffered a streptococcus infection following surgery to repair an exomphalos. Wound infections are not uncommon post surgery. The causes are opportunistic bacterial infection around the time of surgery. Local trauma/inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increases the chances of wound infection. Tsl's instructions for use state that if permacol is implanted in an infected or contaminated wound environment this may lead to weakening or breakdown of the implant. In this case it appears the streptococcus infection has led to the breakdown of the implant which has then resulted in recurrence of the hernia.